Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a dislodged proximal clevis. The dislodged proximal clevis is attached to the main tube. Additional observation related to the customer reported complaint: the instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.20 mm x 3.80 mm was missing and not returned. Components adjacent to this broken main tube did not show damage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a crack between orange area and the blank before the wires. Could not straighten the instrument. Had to take it out and replace with a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2025: the instrument's orange area was partially dislodged from the shaft, and it was stuck in an open position. No missing fragments were found, and no fragments fell into the patient¿s anatomy. There were difficulties removing the instrument through the cannula, requiring removal together with the cannula, but without increasing the port incision.